Event description:
It was reported, the pt had fallen, and her lead had invalid impedances. In addition, the lead had migrated. The physician removed and replaced the lead. It was reported the pt received effective stimulation and coverage postoperative.

Manufacturer narrative:
Results - the complaint was confirmed. As received, the lead was tested the conductivity test fails for channel 2, 5 and 8. Broken wires were consistent with the overstress conditions during explant. The paddle electrodes were in good condition. The complaint for migration cannot be confirmed through product testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.